Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital with complaints of pain around the driveline as well as bloody, purulent drainage for 2 days. Cultures were obtained and patient was started on intravenous (IV) vancomycin and IV cefepime. A computed tomography (CT) scan of the abdomen was obtained that showed a small amount of fluid around the outflow tract, but no significant collection. Culture from driveline came back positive for (B)(6). Blood cultures remained negative. Cefepime was stopped and IV vancomycin was continued with an estimated time frame of 6 weeks. The patient would then need to be transitioned to oral doxycycline for suppression. The patient was discharged to home on (B)(6) 2019 and continued antibiotics. The patient was seen in clinic for follow up and was advised to continue vancomycin until (B)(6) 2019. The patient then switched over to oral doxycycline. The patient was seen for follow up on (B)(6) 2019 and cultures were repeated that came back positive for (B)(6). He was instructed to continue doxycycline. The patient continued doxycycline and was then seen by infectious disease on (B)(6) 2019. The patient was then instructed to continue doxycycline for long term suppression. The patient was noted to be continuing this indefinitely.